Event description:
Uct went to administer covid-19 vaccine 0.3 ml dose to patient's right deltoid using vanishpoint single use 1 ml syringe. When needle inserted into deltoid, uct reports vaccine spilled out back of syringe/plunger and dripped down patient's arm. Uct was still assisting patient with drying arm when rn informed of syringe malfunction. The safety had been activated when uct reported event to charge rn, and needle was fully retracted into syringe as safety designed to operate. Patient not expected to have received any significant portion of dose in initial administration attempted based on feedback from uct and amount of medication cleaned off patient. No harm to patient with event. Patient was able to get her vaccine in left deltoid successfully with new medication provided by pharmacist. Pharmacist also informed of syringe malfunction. FDA safety report ID # (B)(4).